Manufacturer narrative:
Internal components were evaluated, and extensive corrosion was discovered. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated.

Event description:
It was reported that the device was returned for service and the device heated up during testing at the MFR. There were no user injuries or adverse consequences.